Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
**Update** (B)(6) 2013 - patient's revision records were received. Records indicate the patient was revised to address pain. Also noted, upon revision cloudy yellowish material with a white grayish debris and a large cystic bony defect near the ischium were found upon revision. There is no new information that would change the existing MDR decision. Patients name changed from (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The sales rep reported the revision surgery. Patient was revised to address acetabular cup loosening. Depuy still considers the investigation closed.

Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2012 - plaintiffs preliminary disclosure form was received which identified part/lot information.